Event description:
Smr reverse revision surgery due to fracture of the humerus bone performed on (B)(6) 2018. Primary surgery performed on (B)(6) 2018. During revision surgery, the humeral stem (1304.15.170 lot# 1805191), the reverse body (1352.20.010, lot# 1809868) and the reverse liner (code 1360.50.010, lot# 18at0pt) previously implanted have been replaced. According to the info reported, the humeral fracture occurred during primary procedure. Surgeon responsible for the primary procedure is the same of the one's responsible for the revision surgery. Event happened in australia.

Manufacturer narrative:
By checking the manufacturing charts of the stem involved (lot# 1805191), no pre-existing anomaly was found on a total of 34 stems manufactured with the same lot#. No additional complaint received on the same lot#. Explants were not received by limacorporate. We received the following x-rays: · x-rays dated (B)(6) 2018 (pre- primary surgery); · intra op (periprosthetic fracture) x-ray dated (B)(6) 2018; · intra-op revision x-ray dated (B)(6) 2018. The x-rays were analyzed by our medical consultant. Medical judgment as per following: "I cannot see any evidence of pre-existing boney abnormality on the x-ray so in the absence of that the fracture is a complication of surgical technique". Conclusion: based on the info received, we can conclude that a surgical error could have been the likely cause for the periprosthetic fracture experienced during the primary procedure (as reported by source). Complaint not product related. Pms data: we are aware of a total of 13 smr reverse revision surgeries due to humeral bone fracture on a total of more than 80000 smr reverse prosthesis implanted ww since 2002. Specific revision rate: 0.016%. None of the events reported were product related (patient's fall or surgical factor was the root cause). No specific corrective action for this case. Limacorporate will continue monitoring the market.

Manufacturer narrative:
We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Shoulder revision surgery due to fracture of the humerus performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2018. According to the info reported, a humeral fracture occurred during primary procedure. During revision surgery, the stem (code 1304.15.170 lot# 1805191), the reverse humeral body (code 1352.20.010, lot# 1809868) and the liner (code 1360.50.010, lot# 18at0pt) have been replaced. Event happened in (B)(6).